Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. The reported delivery accuracy issue was not reported to service center at time of return. Pump was evaluated and repaired for reported issue of "patient fell, pump not working, screen blacked out." There was no mention of an extra dose or delivery related problem. Visual inspection showed severe damage to housing and other components. Damaged housings and multiple other components were replaced it should be noted that the pump would have passed all functional tests including delivery tests after the repair was complete.

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered. Per reporter the patient's spouse reported that the patient felt they were not getting medicine when the extra dose button was pushed as well as the patient feeling that sometimes they were receiving too much medicine and sometimes not enough. Per reporter the pump was replaced and the "patient is better." No adverse patient effects were reported.